Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that the cartridge shroud was cracked. Subsequently, the cartridge was leaking at the cartridge shroud. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 200-250 mg/dl.